Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during an intra-aortic balloon (iab) insertion on a patient, therapy was unable to be initiated due to autofill failure alarm that was generated. Replaced iab with competitor iab to continue therapy. No patient injury was reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during an intra-aortic balloon (iab) insertion on a patient, therapy was unable to be initiated due to autofill failure alarm that was generated. Replaced iab with competitor iab to continue therapy. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A competitor sheath was also returned separate from the iab. Two kinks were observed on the inner lumen within the membrane approximately 7.1cm and 7.9cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during an intra-aortic balloon (iab) insertion on a patient, therapy was unable to be initiated due to autofill failure alarm that was generated. Replaced iab with competitor iab to continue therapy. No patient injury was reported.